Event description:
Pt reported that shortly following her injection at md office, she fainted, developed a severe itch and rash, and experienced chest pain. Pt was treated by emt's and rushed to hosp, where she spent 2 days. Pt is discharged with benadryl 50mg.